Event description:
The clinic registered and verified incorrect pt demographics to the device causing a mix-up of ECG monitoring results of two pts. The incorrect ECG report was delivered to the physician for interpretation; however, the pt did not receive therapy from the incorrect report.

Manufacturer narrative:
The clinic's pt-device registration process is not always completed by the same clinician at the time the device is applied to the pt. Registration responsibility is shared between clinical staff members. This process has inherent delays and potential for incorrect pt registration to the device. The clinic's pt registration process is not considered best practice by the MFR. The clinic has implemented corrective actions to mitigate the risk or reoccurrence.